Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 after a successful trial. Subsequently the patient stated the permanent system was not providing the same pain relief that the trial system had provided and the patient requested to have the system explanted. Physician viewed the implanted leads via ultrasound and reported that they were in appropriate location. Multiple attempts were made to troubleshoot and reprogram the system to provide pain relief to the patient but were ultimately not sucessfull. The system was explanted on (B)(6) 2023. All components were discarded at the time of explant and are unavailable for further investigation and testing by the firm.